Event description:
It was reported that during a vena cava filter placement, the feet of the fiter became stuck in the spline and the filter was difficult to deploy. When the filter was deployed, it was approximately 2 cm from the placement target. The filter remains implanted in the patient. No patient injury was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The filter remains implanted in the patient and the delivery system was not returned. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. The IFU (information for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.